Event description:
It was reported that during use the flow suddenly went to zero. The hls set was removed by the perfusionist and hand-cranking was performed to maintain flow. The hls set was placed back into the device and performed properly. No reported patient effect. (B)(4). Ref # MFR 8010762-2014-00162.